Event description:
It was reported that the usb cable was not working and was unable to charge the pump. A replacement cable was sent to the customer. Additional info was received stating that the replacement cable was used; however, the pump does not initiate charging when plugged in and is still unable to be charged. There was no reported impact to the customer's blood glucose level.